Manufacturer narrative:
An individual from user facility orginally reported that during routine testing, the device powered off when attempting to charge over 50 joules. During investigation of the reported problem by zoll, the individual was contacted, and we were informed that the original complaint was incorrect. The complaint should have been that the user was not able to set the time and date on the device. Due to the nature of the initial complaint zoll tested the device for both problems. Co was not able to duplicate the device shutting down, but did verify that the time and date couldn't be set. Inability of the device to set time and date is not a MDR reportable event, but due to nature of initial complaint, we felt that a follow-up report should be submitted.

Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintenance, the device powered off when attempting to charge over 50 joules. Complainant replaced the battery and the same malfunction occurred. The complainant indicated that there was no pt involvement in the reported failure.